Manufacturer narrative:
(B)(4). Initial was filed within the 30 day time frame regardless of corrected date. Investigation/evaluation: the complaint device was not returned; however, during the course of the investigation a review of the complaint history, quality control, device history record, instructions for use (IFU), manufacturing instructions, trends, and a drawing was conducted. The lot number of the complaint device was not reported. Therefore; we cannot conduct a search of nonconformances or other complaints reported against the same product lot. Per quality control specification, the qc personnel confirms the catheter shaft is secure in the proximal fittings. In addition, an IFU is provided that provides instructions for instructions and removal as well as applicable warning ad precautions. Without return of the complaint product, we are unable to determine with certainty the root cause for the experienced difficulty. A corrective action/preventative action has preciously initiated in response to similar events. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
Upon assessment of the patient, it was noted that the left posterior chest tube (pigtail) was disconnected. The disconnection was found to be a defect of connection between the hub and soft tubing. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
Device information has been requested but not provided. (B)(4). The event is currently under investigation.

Event description:
Upon assessment of the patient, it was noted that the left posterior chest tube (pigtail) was disconnected. The disconnection was found to be a defect of connection between the hub and soft tubing. Additional information has been requested, however it was not provided at the time of this report.